Manufacturer narrative:
Updated sections: g3, g6, h6 investigation findings, and investigation conclusions. Despite multiple requests for additional information from the healthcare provider, no additional details have been provided. Based on the information available, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the implant patient registry that an 11500a 25mm inspiris resilia aortic valve, implanted for two (2) years and 10 months, was explanted due to unknown reasons. The explanted device was replaced with a 11060a 25mm konect resllia aortic valved conduit. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
It was learned via the implant patient registry that an 11500a 25mm inspiris resilia aortic valve, implanted for two (2) years and 10 months, was explanted due to unknown reasons. The explanted device was replaced with a 11060a 25mm konect resllia aortic valved conduit. It was learned the patient expired. No additional information was provided.